Manufacturer narrative:
H6: investigation findings of ¿appropriate term/code not available" represents "no problem found." The investigation summary was completed on 11/2/2020. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that the physician noticed blood inside the tip of the catheter, inside the clear hub where the spring is, above the proximal electrode. It was also reported that the carto 3 system would intermittently display "force values may be inaccurate" after zeroing the catheter multiple times. The physician attempted to flush the catheter, and the irrigation seemed to be working fine. The cable was reseated and replaced without resolution. The catheter was replaced, the issue was resolved and the procedure was continued. There was no patient consequence reported. The sheath was abbott agilis 8.5f. No difficulty while maneuvering the catheter or during the withdrawal was reported and no damage noted. An analysis was performed on the pictures that were provided by the customer. According to the pictures, there was foreign material inside of the pebax. The customer complaint has been confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The returned device was visually inspected. Reddish material and a hole were observed in the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter where the biosense webster, inc. Product analysis lab observed a hole in the pebax with metals exposed. It was reported that the physician noticed blood inside the tip of the catheter, inside the clear hub where the spring is, above the proximal electrode. It was also reported that the carto 3 system would intermittently display "force values may be inaccurate" after zeroing the catheter multiple times. The physician attempted to flush the catheter, and the irrigation seemed to be working fine. The cable was reseated and replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. There was no patient consequence reported. It was reported that the carto 3 system was operating per specifications and was not responsible for the product issue. In addition, it was reported that the catheter was determined to be the root cause of the complaint reported. The sheath was abbott agilis 8.5f. No difficulty while maneuvering the catheter or during the withdrawal was reported and no damage noted. The reported blood inside of the pebax was assessed as not MDR reportable for foreign material inside the pebax with no external damage as there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 10/16/2020 a hole in the pebax with metals exposed. The returned condition of the hole in the pebax with metals exposed was assessed as an MDR reportable issue. The awareness date is 10/16/2020.